Event description:
Complainant alleged that during incoming inspection of the device, the device displayed a "system fault error 214" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.